Manufacturer narrative:
The results, method and conclusion will be added in the final report.

Event description:
It was reported the patient was in the hospital for one week for breathing issues and pain due to uncomfortable stimulation. It was also reported the patient experienced convulsing for two hours which stopped when stimulation was turned off. During the time in the hospital, the patient developed (B)(6) infection (also see related MFR. Report#: 1627487-2018-13234). The patient refused to meet with field representative due to having (B)(6). Field representative advised patient to keep stimulation off.

Event description:
Follow-up information provided the patient has been released from the hospital. Issue resolved.

Event description:
Related manufacturer reference number: 3006705815-2019-02671.it was reported that surgical intervention may occur.

Manufacturer narrative:
Method code has been updated.